Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that the patient presented to the emergency department due to copd. The physician stated that the patient was worked up and on a CT scan that they noticed a distal type I leak. The patient received a distal extension to resolve the type I endoleak. The physician stated that the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received for this case. The physician stated that when the original stent graft was implanted, it was not deployed low enough due to the severe angulation in the distal thoracic aorta and no leak was seen at that time.